Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2316-50e, serial: (B)(6), batch: 7311298, upn: m365sc231650e0, UDI: (B)(4).

Event description:
It was reported that the patient experienced leg weakness during the spinal cord stimulator (scs) trial period. The physician could not confirm if symptoms was device related due to the patient's refusal to have a magnetic resonance imaging (MRI). The patient completed the scs trial period and underwent a scs trial lead explant and the explanted devices were disposed of by the facility. No change in symptoms was noted.